Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states they ordered two chair and one came without anti tippers and the other only had one in the box.